Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, the physician faced resistance when he was introducing the guidewire into the scope's working channel. The physician removed the guidewire and found the coating peeled off in various places. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).